Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 13-dec-2017 with the following findings: the black box and alarm history for the event on 09-oct-2017 had been overwritten. The available alarm history showed no evidence of any eaw128-fxxx alarms. Pump current draws measured within specifications. The eaw128-fxxx issue was not duplicated during testing. The pump cover was removed; no internal moisture was found. No defects to the printed circuit board were observed. Unrelated to the original complaint, the battery compartment was cracked above and below the bumper pad; corrosion was observed in the battery compartment. No damage was found to the returned battery cap; it was able to power on the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (128-fxxx) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.